Event description:
It was reported that the patient presented to the hospital in backup vvi. The presenting rhythm was 67.5 ppm, vvi paced. The pulse generator was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.